Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: m365sc11600 model: sc-1160. Serial: (B)(6). Batch: 351279.

Event description:
It was reported that following an implant procedure, the patient developed an infection at the lead site. Symptoms of oozing and tenderness at the lead site were noted. The infection was procedure related but not device related. The patient was administered with intravenous antibiotics. The patient was doing well. Additional information was received that the patient also developed infection near the ipg site. It was noted that the patient still has drainage and still taking antibiotics. To address the incision that had not fully healed, the patient underwent a procedure. The physician opened the incision near the paddle and excised a piece of spinous process and tissue that was irritating the site. The incision was then closed and patient was in stable condition and theraphy was resumed.

Event description:
It was reported that following an implant procedure, the patient developed an infection at the lead site. Symptoms of oozing and tenderness at the lead site were noted. The infection was procedure related but not device related. The patient was administered with intravenous antibiotics. The patient was doing well.